Event description:
Date of event: unknown. During the procedure, it was noted that the needle was kinked and it would not advance through the scope. The procedure was completed with a second device. There were not patient complications and the patient is fine.